Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient requested to meet with mdt rep, as patient said they lost 50 pounds within the last 6 months and the "leads won't connect to the remote". Patient stated they feel the leads are moving around in their back where the battery is, and it is uncomfortable. Patient said they met with a medtronic representative in 2020 or 2021 to have the device reprogrammed for the same issue. Patient said following that, the device worked for a bit, but then the same issue happened and they couldn't adjust stimulation, so they stopped using it. Patient would like to meet with a mdt rep again to see if they can get the device and leads working. Patient requested an appointment, as they did not have their external components at the time of call, and they want someone to check the leads. The patient was redirected to their healthcare provider to further address the issue. Patient stated they don't have a current provider, only a primary hcp. Agent sent patient list of area physicians. Patient plans to reach out to their physician to set up an appointment. Agent sent email to drs to update the patient's name and address. Patient stated this began in 2020 or possibly 2021.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.